Manufacturer narrative:
Correction/removal report number= 3002809144-10/31/19-010-r. A product recall letter will be issued to those who have received the bulk solution level sensor (ln 04s68-03). The letter instructs the customers to discard of the part and if it has been installed on the alinity system, to replace with a level sensor 04s68-02 before producing further tests.

Event description:
The customer reported that they had received the bulk solution level sensors, ln 04s68-03 and therefore replaced the 04s68-02 level sensors. When running the alinity analyzer, the quality control passed but when inspecting the ict tubing from the straw to the cup, small bubbles were seen moving through the tubing. There were no errors reported. When running patient samples, error codes 3687 and 3689 no aspiration detected for alk or acid were generated and caused the analyzer to stop. The customer resolved the issue by replacing the 04s68 -03 with the 04s68-02 level sensors. There was no reported impact to patient management.